Manufacturer narrative:
Product complaint # (B)(4). Date sent: 5/5/2020 h1: MDR decision: serious injury upon review of the information provided, it was concluded that this event meets the FDA defined criteria for a reportable event and is being considered a serious injury. Additional information was requested, and the following was obtained: is the current patient status known? Not known was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Hospital stay was extended for 2 days. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the reason for the extended hospital stay? What area of staple line opened up? Both sides? What color cartridges were used throughout creation of sleeve? Were any difficulties experienced with device? Were any staple formation issues noted? Does the surgeon routinely wait 15 seconds prior to firing? What is the current patient status?

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following additional information and the device: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) To date no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during sleeve gastrectomy procedure, at first firing, the gst60g reload misfired and the distal line opened up. Surgery was delayed 20 minutes, but was successfully completed with suturing. Patient consequence was not reported.